Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). Reportedly, elevated bg's were due to the customer eating sweets. Customer delivered a bolus to stabilize blood glucose levels. Subsequently, blood glucose levels dropped to 70 mg/dl. Contact stated they over bolused when addressing elevated blood glucose levels. Customer drank chocolate milk to address blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.